Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was a problem with packaging on an item from orthokit delivered to (B)(6) hospital today. One of the implants in a loan module has significant damage to the box ¿ this looks like water damage. They believe this implant to be one that was returned to (B)(6) several weeks ago due to concerns about sterility/damage following a leak in some pipes above the stock room.